Event description:
It was reported that during an elevate anterior implantation procedure "slight fecal contamination of surgical field raised concern of possible rectal injury." Subsequent sigmoidoscopy was performed "revealing no evidence of rectal or ascending colon injury." There were no patient complications reported as a result of this event.